Manufacturer narrative:
Correction - d2b - procode and g1 manufacturing site.

Event description:
It was reported the patient received the following results within 15 minutes: "hi" mg/dl (greater than 600 mg/dl; accu-chek instant system). 330 mg/dl (accu-chek instant system). 230 mg/dl (accu-chek active system). 228 mg/dl (nurse's unknown meter).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.